Event description:
It was reported that after approximately eight hours of intra-aortic balloon (iab) therapy, the console generated consistent gas loss alarms. Approximately three hours later, a balloon rupture occurred and blood was seen in the tubing. The console generated a catheter restriction alarm and was turned off. The patient was transferred to another cardiosave iabp to continue therapy. The first cardiosave iabp alarmed, and the patient was transferred to a second iabp. The second iabp produced the same alarms. The same iab was in use when the iabps were swapped. It was also reported that the patient later expired approximately 12 hours after therapy had been initiated. Patient death was not attributed to the devices. Other circumstances caused the death.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp and checked for any blood or saline residue. The pim was checked and there was no sign of blood entering inside. The fse took a look at the back tubing in the fill manifold, between drive manifold and pressure/vacuum reservoir, and there was no sign of blood or saline. Gain calibrations and helium regulator calibrations were verified, which all were in spec. The fse continued to check the iabp device per manufacture specs, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a balloon catheter rupture. Blood was seen going down the catheter tube and possibly into the iabp. The patient was transferred to another cardiosave iabp to continue therapy. It was also reported that the patient expired.

Manufacturer narrative:
It was later reported by the customer that the iabp had alarmed "gas loss" , which continued to alarm. Then the final alarm type was "obstruction/restriction. At this point the iabp was turned off and the patient was brought to the cath lab. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.